Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml at 1mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had the flu in january and was vomiting. While vomiting their pump had flipped and also pulled on the catheter. They reported the ptm boluses were not as effective and they experienced diarrhea. The healthcare provider (hcp) attempted to refill the pump and noticed it was flipped in the pocket.  The hcp opened the pump pocket and repositioned the device to correct side up. The hcp also replaced a segment of the catheter connecting the catheter to the pump with an 8784 because it was stretched.  The issue was reported to be resolved at the time of this report.  The patient's weight and medical history was asked but would not be made available.  The patient was reported alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the flipped pump and stretched catheter was determined. The patient reported the pump flipped while she was vomiting(bent over/pressure around pump pocket). Stretched catheter was a result of the pump being flipped, causing strain on the catheter. The external/environmental/ patient factors that may have caused or contributed to the issue was the patient reported while vomiting the pump flipped due to external force. The event related to external factor during normal use (too much pressure to pump while vomiting).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.